Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1108. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that while performing diagnostics on the device, error code (1108) had appeared consecutively. It was reported that two solenoid valves were needed for the repair. The field service engineer (fse) replaced the solenoid valves to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18196.